Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted femoral component did not find any evidence confirming device loosening. Based on the investigations inability to find evidence of device loosening or product contribution to the reported event, a need for corrective action is not indicated. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of loosening of the tibial tray and femoral component at the cement/implant interface. Unknown cement manufacturer. Osteolysis and polyethylene wear noted.